Event description:
It was reported that the first lesion was made with the device on the left pulmonary vein without any problem. Access was difficult so the surgeon did not remove the clamp to clean between ablations. A second ablation was performed because no block was indicated when checked. The clamp was left in position for a period of time. When removing the clamp, it appeared the distal jaw was adhered to the tissue. When attempting to dislodge the device, the proximal jaw may have glazed the pulmonary artery and caused a nick in artery. The pulmonary artery was repaired with no further consequence to the pt.

Manufacturer narrative:
(B)(4). Eval summary: the device involved in the event was not returned for eval so a retained sample was evaluated. The retained sample was evaluated for functionality and no issues were noted. The device history record was reviewed and no anomalies were noted related to this event.